Event description:
Customer reported experiencing a cartridge alarm while the pump was in use. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support arranged for the pump to be replaced and provided instructions on handling and returning the current pump. The customer was advised to contact their healthcare provider and informed about subsequent steps, including training available in their tandem source account. A replacement pump with updated software was sent without a requirement for a delivery signature.

Event description:
Do not process